Event description:
It was reported that a patient under went a biopsy procedure for diagnostic purpose. The patient had more bleeding (some bleeding is a normal occurrence for this procedure) than usual, but this is attributed to the model type (a large capacity model), which the physician does not usually use. Co's follow up indicated that the patient needed to return to have a procedure done which prolonged the hospital stay and required the use of a bipap breathing device. The patient was then admitted overnight and released. The device was destroyed by the user facility. Therefore, no failure analysis is available. Without evaluating this device, co cannot determine if the device met specifications. Since there is no product analysis, co is unable to determine the relationship between the device and the cause of this event.